Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Corrections made to d9 (sample availability), h6 (type of investigation and investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
See completed section c attached, 2 pen needle units impacted by this event.

Event description:
From: productcomplaints <productcomplaints@bd.com> sent: tuesday, on (B)(6) 2024 10:50 am to: productcomplaints <productcomplaints@embecta.com> subject: fw: bd needle sent: monday, on (B)(6) 2024 10:40 am subject: bd needle bd nano pro sterile single use ultra-fine pen needles 320555, 100 pen needles I have been using these since my usual needles from novo nordisk have been unavailable. I have on 2 occasions had the unfortunate incident of injecting insulin with one of your pen tips to discover 20 minutes later that my blood glucose had increased without an identifiable reason. Then I injected a correction dose and 20 minutes later I was in a high range for my reading by a cgm and a blood test. I checked the pen tip and discovered it was blocked and not delivering insulin. It is important to note that this occurred with 2 separate pen tips. I have the 2nd pen tip but I threw the first one into my sharps bin so I do not have it. This incident did not involve hospitalization as I have been educated by the diabetes education center om the protocol for such incidents but it certainly caused me anxiety and to not feel well with elevated blood glucose.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.